Event description:
It was reported that there was no output, no pacing, no telemetry, and no magnet response. It was noted that approximately six months prior, the device showed 22 months remaining longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary analysis revealed no telemetry and no output. Further testing revealed the no telemetry and no output conditions were the result of lifted hybrid bond wires.